Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, a balloon rupture occurred. After successful positioning of a 3.50x12mm promus element plus stent to an unspecified lesion, the stent was inflated with a boston scientific advantage kit but immediately contrast was seen distal to the balloon indicating a balloon rupture. The stent was removed intact on the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure a balloon rupture occurred. After successful positioning of a 3.50x12mm promus element plus stent to an unspecified lesion, the stent was inflated with a boston scientific advantage kit but immediately contrast was seen distal to the balloon indicating a balloon rupture. The stent was removed intact on the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a tear in lumen 32mm proximal from the tip and it extends approximately 3mm in length. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).